Event description:
It was reported that intra-op during thyroidectomy procedure, at the end of the procedure when the drapes were removed the tube came disconnected between the collar and the tube. On reconnection it was noticed that the collar was loose within the tube. There was no patient impact.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (nim emg endotracheal tube, 8229306). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that there was no damage noticed in the tube when opened from the sealed package and there was no issue with the remaining tubes.

Manufacturer narrative:
H6: previously applied codes fdm b17 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.